Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-may-2023 h6: investigation summary one used sample of material number 10013072 was submitted for quality investigation. It was reported by the customer that the drip chamber detached from tubing while prepping for use. Evaluation of the extension set shows that the extension set tube separated from the drip chamber. Further visual inspection shows a lack of solvent on the tubing. Because of separation, priming of set could not be possible. Quality notification send to manufacturer. A device history record review for model 10013072 and lot number 22115368 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. After investigation along with manufacturing and quality operations team, the root cause that generates the issue of separation other component - no leak in model is an incorrect assembly due to the personnel assembling this portion of set not following the procedure. Quality alert was displayed to the personnel involved in the manufacturing of model to reinforce the instructions to perform pieces one at a time and to perform proper segregation.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set tubing detached from the drip chamber while preparing it for use. The following information was provided by the initial reporter: "drip chamber detached from tubing while prepping for use."

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set tubing detached from the drip chamber while preparing it for use. The following information was provided by the initial reporter: "drip chamber detached from tubing while prepping for use."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.